Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "no complaint against the device". Later, healthcare professional through sales representative reported "rupture". Later, healthcare professional reported "exchange with no complaint against device". Later, healthcare professional reported "rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Lab analysis results: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, corrected and/or changed data: a.2, d.9, h.3, h.6.

Event description:
Patient reported "no complaint against the device". Later, healthcare professional through sales representative reported "rupture". Later, healthcare professional reported "exchange with no complaint against device". Later, healthcare professional reported "rupture". This record is for the right side. Device was explanted.